Event description:
It was reported that the pt's cause of death was "cardiovascular collapse due to bowel perforation" however the physician did not know if the pump had any involvement. The health care provider on record had not seen the pt in two years, no additional info was obtained. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.